Event description:
Post-operatively a 6mm rod became disengaged from the screw. During the implanting procedure, surgeon tightened the ti nut and the collar with a wrench and it was tight. During revision surgery, surgeon replaced the rod with a longer one.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as subject device has not been returned. Synthes is unable to determine the manufacture date without a lot number.